Manufacturer narrative:
The event unit is not being returned for evaluation, and no lot number has been provided to applied medical. A follow up report will be provided upon completion of the investigation.

Event description:
Procedure performed: laparoscopic surgery. Event description: "during the use of the product, a tear occurred internally." Type of intervention: ni. Patient status: there was no problem with the patient.